Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's irritated/red infusion site. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016, using the pod 5 / page 43. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin.

Event description:
It was reported that the customer was seen by a doctor, 3 years ago (exact date unknown), for an irritated/red infusion site. She was prescribed flovent and corstat.